Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's right ventricular (rv) lead had come undone as reported by the patient advocate. Then, asked if washing hair in the sink can cause this to happen. Boston scientific technical services (ts) was uncertain and advised the patient advocate to contact the physician's office to determine the possible cause of this patient's rv lead coming undone. Attempts to obtain additional information were unsuccessful. Rv lead remains in service. No adverse patient effects were reported.